Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Testing indicated that the position potentiometer cable was loose. The position potentiometer cable was reinserted into the proper position. After repair, the device found to pass all delivery, accuracy and functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.